Event description:
Customer reported the paramedics were called on 10/05/2014 and 10/15/2014 for low blood glucose levels. Paramedics treated with IV glucose and his wife gave him a sandwich and juice. Blood glucose was 45 mg/dl the first event and 49 mg/dl the second one. Customer initially was calling about sensor errors. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.